Event description:
It was reported that the balloon ruptured and became trapped in the lesion. The 90% stenosed target lesion was located in the severely tortuous and severely calcified coronary artery. A 6mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon the third inflation at 10 atmospheres within 8 seconds and became trapped in the lesion. The device was pulled and removed intact, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device was returned and evaluated by manufacturer. A visual and tactile examination identified no kinks or damages on the hypotube shaft profile. No kinks were observed along the distal extrusion shaft polymer extrusion. A microscopic examination of the distal extrusion noted that the inner or wire lumen was bunched. This bunching was located at 4.9cm proximal from the tip of the device. A microscopic examination of the blades identified that one entire blade segment had detached and was not returned. The pad associated with the blade detach was fully bonded on the balloon material. No damage was observed to the remaining blades and pads. A detailed microscopic examination of the balloon material identified no damages. A microscopic examination of the tip section found no damage. A microscopic examination of the proximal and distal markerbands identified no issues. The device was attached to a pretested inflation unit, an attempt to inflate the balloon to its rated burst pressure (rbp) noted that a pinhole leak existed in the balloon material. The pinhole was located at the proximal edge of distal markerband.

Event description:
It was reported that the balloon ruptured and became trapped in the lesion. The 90% stenosed target lesion was located in the severely tortuous and severely calcified coronary artery. A 6mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon the third inflation at 10 atmospheres within 8 seconds and became trapped in the lesion. The device was pulled and removed intact, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event.